Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. In addition to evaluation in b5, adhesive on bending section cover had a chip. The switch button 1 had a scratch. The objective lens had a crack. Adhesive around objective lens had peeled. The light guide lens had a crack. The plastic distal end cover had a scratch. The connecting tube had a scratch. Indication on scope connector had peeled. The scope connector had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. Grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The suction cylinder was shaved. Paint on suction cylinder had peeled. Paint on air/water cylinder had peeled. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The control unit had a scratch. The electrical connector had discoloration due to water leakage. The switch button 4 was worn. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. It is unknown whether the endoscope was used for a procedure with the foreign material attached. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the endoscope was immersed in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera gastrointestinal videoscope had a bad angle. There was no report of user or patient harm associated with this event. During incoming inspection, there was a foreign object inside the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material found inside the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.